Event description:
The account alleges that the patient position mode was not armed, even though the nursing staff believed it was, causing a patient to fall out of the bed. No injuries were reported as a result of the fall.

Manufacturer narrative:
The technician determined that the patient position mode did not function as a result of the scale being zeroed after the patient was placed in the bed. The technician reset the bed and it operated properly. The technician inserviced the nursing staff, which resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.